Event description:
The pump did not pass scheduled preventive maintenance. It was not on a patient when it failed. Getinge representative changed 2 circuit boards that were damaged from back up of blood. Getinge issued a recall on this device due to fluid leaks. This pump has been sitting idle since the issue in november waiting on preventive maintenance parts from getinge. We had to rent a machine for a month. Manufacturer response for iabp, cardiosave hybrid (per site reporter). Awaiting replacement parts.